Event description:
Insulin pump failed to deliver insulin for extended periods of time without any notification to pt of any problems within the pump itself. This caused dangerous high blood glucose levels and high ketones over a four (4) day period. Blood sugars prior to this were good to excellent. Records were reviewed with pt's diabetes educator in 1/2003. Pump indicated no problems.